Event description:
Pt was admitted to the hosp after presenting with fevers and pussy discharge from the paraspinal site. Pt was treated for four days with IV antibiotics, had an unremarkable recovery, and was discharged.